Event description:
It was reported that a dissection occurred. The 90% stenosed target lesion was located in the mildly tortuous right coronary artery. Pre-dilation was performed using a 1.5 x 12mm semi-compliant balloon. A 12 x 2.25 promus elite drug-eluting stent was then advanced and deployed at 14 atmospheres. However, a flow-limiting dissection at the proximal edge of the stent was noted. An additional stent was deployed to cover the dissection. The procedure was completed without any reported complications, and the patient remained stable.